Event description:
It was reported that during an unspecified procedure, removal difficulties occurred. The anatomical location is unknown. The blood vessel being treated was highly calcified. The 6fr x 11cm super sheath was placed in the patient. The physician pulled back the wire, which is included with the sheath kit, and resistance was encountered. The guide wire completely unravelled during withdrawal. It was reported that there was an unsuccessful balloon dilatation, and therefore a second procedure was planned "a few days later". It was discovered during the second procedure that the floppy end of the metal guide wire had broken off inside the patient during the first procedure. The physician removed the piece of the guide wire from the patient. The physician's opinion was that the patient's "difficult" anatomy might have caused the guide wire damage. No further patient injuries or complications were reported. The patient status is reported as "stable." It was further reported that the first procedure was a "bypass" the date estimate of the second procedure was (B)(6)2009, 3 days after the first procedure. The piece of guidewire was removed by accident. It came back when pulling back another unknown device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unspecified procedure, removal difficulties occurred. The anatomical location is unknown. The blood vessel being treated was highly calcified. The 6fr x 11cm super sheath was placed in the patient. The physician pulled back the wire, which is included with the sheath kit, and resistance was encountered. The guide wire completely unravelled during withdrawal. It was reported that there was an unsuccessful balloon dilatation, and therefore a second procedure was planned "a few days later". It was discovered during the second procedure that the floppy end of the metal guide wire had broken off inside the patient during the first procedure. The physician removed the piece of the guide wire from the patient. The physician's opinion was that the patient's "difficult" anatomy might have caused the guide wire damage. No further patient injuries or complications were reported. The patient status is reported as "stable." It was further reported that the first procedure was a "bypass" the date estimate of the second procedure was (B)(6) 2009, 3 days after the first procedure. The piece of guidewire was removed by accident. It came back when pulling back another unknown device.

Event description:
It was reported that during an unspecified procedure, removal difficulties occurred. The anatomical location is unk. The blood vessel being treated was highly calcified. The 6fr x 11cm super sheath was placed in the pt. The physician pulled back the wire, which is included with the sheath kit, and resistance was encountered. The guide wire completely unravelled during withdrawal. It was reported that there was an unsuccessful balloon dilatation, and therefore a second procedure was planned "a few days later". It was discovered during the second procedure that the floppy end of the metal guide wire had broken off inside the pt during the first procedure. The physician removed the piece of the guide wire from the pt. The physician's opinion was that the pt's "difficult" anatomy might have caused the guide wire damage. No further pt injuries or complications were reported. The pt's status is reported as "stable."

Manufacturer narrative:
Device evaluation by manufacturer: the returned products were the sheath, dilator and guide wire only. On the visual inspection of the sheath and dilator, it was observed that each tip part of them was severely deformed. On the visual inspection of the mini-guidewire, it was observed that the coil came loose at the distal end, and the corewire was exposed. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)